Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, the primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the customer reported that the clave secondary port was back-primed with normal saline. After an unspecified length of time, the option-lok male adapter of a secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, it was reported that an unspecified volume of solution leaked. The location of the leak was described as possibly under the connection luer-lok where it threads to the clave secondary port of the primary tubing set. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, add'l info was not provided.